Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath to help soften the solidified blood before further inflation attempts were made. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole, 3 mm proximal to the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. Catheter shaft: a visual and tactile examination found that the inner, outer and hypotube were kinked at various positions along their length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22 sep 2015. It was reported that the device failed to cross the lesion. A 10/4.00 flextome cutting balloon was selected to treat the target lesion. During procedure, it was observed that the device could not cross the lesion. The procedure was completed with a non bsc balloon catheter. There were no patient complications reported and the patient's condition was good. However, device analysis revealed a balloon pinhole.